Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle experienced a mechanical issue specifically glitching, during intra-operative use. The handle continued to glitch even after rebooting and using it again. The issue was addressed by replacing the handle with another one. Troubleshooting steps included rebooting and performing a hard reset, which temporarily resolved the issue before it recurred.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functional testing noted that the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 219 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed abnormalities during firing that would result in a twitching motion. The data also showed electrical shorts. It was reported that the device was articulating or straightening during firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: electrical shorts. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle experienced a mechanical issue, specifically glitching, during a sleeve gastrectomy procedure. The handle continued to glitch even after rebooting and using it again. The issue was addressed by replacing the handle with another one. Troubleshooting steps included rebooting and performing a hard reset, which temporarily resolved the issue before it recurred. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle had an excessive twitch while firing, during a sleeve gastrectomy procedure. The handle continued to glitch even after rebooting and using it again. The issue was addressed by replacing the handle with another one. Troubleshooting steps included rebooting and performing a hard reset, which temporarily resolved the issue before it recurred. There was no patient injury.